Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was alleging the insulin pump for possible under delivery of the insulin. The customer's blood glucose level was 300 mg/dl at the time of the incident. The customer was assisted in troubleshooting. The customer reported that the insulin pump worked sometimes, but most of the times it was not working and her blood glucose was rising. The customer's other blood glucose level was 321 mg/dl. The customer was treated with insulin pump as well as manual injection for her high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test. No possible over/under delivery anomaly noted. No unexpected prime/fill anomaly noted during testing. (B)(4).